Manufacturer narrative:
H2) additional information was received for when the manufacturer representative went to the site to test the navigation system. It was reported that the main cart batteries were replaced and was tested by removing the system from wall power and main cart remained on. Main cart batteries were not holding a charge. Every time the system was unplugged from wall power, the main cart would power down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the battery (product: 9735773, lot: 2217) was returned to the manufacturer for analysis. Analysis found that when the battery was tested with a known-functioning uninterruptable power supply (ups) for a twenty-four hour period, the ups powered down immediately when unplugged from ac power. The battery was found to have low voltage at 49.13v and dead cells. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The battery and camera clip were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: battery 9735773 48v s8 svc clip 9735811 camera handle s8 svc camera cart 9735670 stealth s8 basic .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor was not displaying what was on the main cart monitor, each other. The representative found an outlet that was working and the system was able to mirror the monitor. After resolving the issue the battery service error would not go away. A hard reboot of the system resolved the battery service error. The representative ran a battery test and the main cart immediately died, battery percent at 100% when plugged in. There was no patient involvement.